Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer had 51 units of insulin remaining in the cartridge and attempted to deliver a bolus of 28.35 units; however, the customer received an alert stating that there was 0 units remaining in the cartridge. During a follow-up call, the customer reported that the cartridge was slightly off due to the pump falling. The customer declined to reload a cartridge onto the pump. The customer's blood glucose level was 171 mg/dl.